Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 600 mg/dl, changed insulin vials then changed insulin types and tried manual injection and this reduced 500 mg/dl at time of incident to 400 mg/dl. Customer treated with manual shots. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer does not use auto mode. Customer does not allege insulin pump was under delivering. Customer reported that the drive support cap was normal. Customer reported that the insulin exited at the quick release. The insulin pump will not be returned for analysis.